Manufacturer narrative:
Per patient's surgeon, the patient underwent revision surgery on (B)(6) 2012, to have the device repositioned. On (B)(6) 2013, the device was explanted and the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced pain with use of device. Patient was given IV antibiotics (amount and type not reported) and underwent revision surgery to reposition the receiver/stimulator (date unknown). Additional information has been requested, however, has not been obtained as of the date of this report, (B)(6) 2013 the implanted device remains

Manufacturer narrative:
(B)(4). Implanted device remains.